Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. On 10th october 2018, rayner was notified by a sales representative of a case of intraocular lens opacification (post dsek). It was stated that the lens was implanted on an unknown date in 2015. On an unknown date, the patient underwent dsek (descemet stripping endothelial keratoplasty). It was reported that over the last two years post dsek, the lens opacified. To rayner's knowledge, the lens remains implanted at this time. Rayner is actively following up with the facility to obtain additional information to further investigate this case. The calcification of iols has been categorized in published literature into two types; primary and secondary (plus a third for those incorrectly determined cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa)1, multifactorial6, high phosphate content ophthalmic viscoelastic devices6 , repeated exposure to intracameral air4, raised intraocular pressure4, excessive post-operative inflammation4, complicated, traumatised eyes2, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures3, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions5. References: 1 mhra alert mda/2010/008 2 a dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60 3. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207 4 p. Morgan-warren et al. Opacification of hydrophilic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283 5 de cock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after descemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28(11):1383-1384. 6 walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431

Event description:
On 10th october 2018, rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred following implantation of a t-flex aspheric (model unspecified). The event description provided states that the iol had opacified.